Manufacturer narrative:
(B)(4). Medical products: 113630,comprehensive humeral stem¿mini,649580; 113042,versa-dial humeral head,641150; 113954,modular hybrid glenoid base,255580; (B)(6),modular hybrid glenoid post¿regenerex,728040. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07742 ; 0001825034 - 2018 - 07745 ; 0001825034 - 2018 - 07746 ; 0001825034 - 2018 - 07747 . Patient not revised

Event description:
It was reported that patient had initial comprehensive total shoulder procedure. During 6 week visit, patient had 3 cm area of irritation at distal aspect of incision site which needed course of antibiotics, which improved the incision. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.